Event description:
The customer's family member that customer went into a seizure and bottomed out. Customer used the device to check the glucose and the reading was 323mg/dl. Customer then called the medics. They checked the glucose and the level was 27mg/dl. Customer was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.